Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (baclofen) (2000mcg/ml at 199.8mcg/day) via an implantable pump for intractable spasticity. It was reported that patient was having a potential baclofen withdrawal.  Patients 40cc baclofen pump was replaced with a 20cc pump. Existing drug was removed from the 40cc pump and 20cc was used to fill the new pump. The catheter was not aspirated. A back table prime was completed and the pump was connected to the existing catheter. The new pump was programmed to the same settings as the old pump - concentration and daily dose. The next day the hcp reported the patient was exhibits symptoms of early baclofen withdrawal, and took the patient back to the operating room for a pocket exploration. At that time, the existing catheter was successfully aspirated, clearing 3cc¿s. The old drug was aspirated from the pump and re-filled with 20ml¿s of new 2000mcg/ml leorosal. A back table prime was done to clear all of the old drug from the pump, and the catheter was reconnected. A catheter only prime was programmed and completed. The next day the hcp reported that the patient had returned to normal baseline and was doing well. The issue was resolved, the patient status at time of report was alive no injury.